Event description:
It was reported that on (B)(6) 2022, patient underwent an unknown surgical procedure for unknown reason. The surgeon was hitting the drive cap to insert the nail when one of the hooks on the aiming arm broke. Only one other fragment from the aiming arm was generated and was removed from the field immediately. The case was completed successfully with no complications to the patient. There was no surgical delay. There was no negative consequence to the patient. This complaint involves one(1) device aiming arm radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: additional product code: hwc screw, fixation, bone complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.